Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was overheating during use. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, investigation conclusions). Corrected fields:e1 (initial reporter, event site address & city). A getinge field service engineer (fse) evaluated the unit and symptoms could not be reproduced, it was confirmed in the log history. Internal test error #14 was also recorded, and the possibility of a scroll compressor malfunction is considered. However, after calibrating the regulator, the internal test error #14 could not be reproduced, and the compressor function test results were within the specified values. The connections inside the machine were cleaned and the cooling fan was cleaned. The results of the operation check based on the service manual were good.